Event description:
It was reported that the customer experienced a minimum fill notification while attempting to change the cartridge in their pump, as the pump would not recognize the presence of insulin. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.